Event description:
Affiliate reported that when the device was implanted, the pressure was set at 100mmh2o in 2009. The following month, an x-ray confirmed that the pressure was at 40mmh2o. Therefore, the doctor changed the pressure to 140mmh2o. Six days later, the pt had a reaction in the brain ventricle. (Codman has attempted to find out what type of reaction and is still waiting for the info). As a result, the device was revised the following day.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.